Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported mechanical issue could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while locked. It was reported that this was a mitraclip procedure performed to treat grade 4+ degenerative mitral regurgitation (mr). The mitraclip delivery system was advanced to the mitral valve. Grasping was performed successfully. When removing the lock line, the clip opened approximately 30 degrees. The release pin had not been removed; thus, the arm positioner was tightened and the clip fully closed. The lock was tested again, and the clip remained closed and was implanted without issue. Mr was reduced to + 1. There was no reported adverse patient effect or a clinically significant delay during the procedure. The patient remained stable. No additional information was provided.